Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead was capped due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5120057.